Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient, who has gastroparesis, had delivered a combo bolus, and had forgotten to correct the combo bolus setting after battery change: it defaults to 0\100 percent. Pump infused the programmed amount, but it was not delivered over a period of time the patient desired. Blood glucose (bg) fell to 49mg/dl, the patient was shaky and almost lost consciousness 'because the room started to get dark'. No unusual treatment was given. Patient is dissatisfied with this design feature, feels it is unsafe. This complaint is being reported because the patient experienced hypoglycemia after the use error of not checking the setting after a battery change.

Manufacturer narrative:
Follow-up #1: date of submission 8/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the black box begins on (B)(4) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Scripts states ¿patient states he delivered a combo bolus and forgot to correct the combo bolus setting, after battery change. It defaults to 0\100 percent.¿ the user manual states on page 16 ¿each time you change the battery, the combo bolus returns to the factory set default duration and split.¿ pump is operating as designed. Force sensor measured with in spec. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The conclusion was no defect found, patient was unhappy with pump. No conclusions can be made at this time.